Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an alert was triggered on the right ventricular lead for high pacing impedance. The lead remains in use. When the remote monitor was not able to send a transmission, an audible alert should have triggered; however, no audible alert occurred. The device remains in use. No patient complications have been reported as a result of this event.